Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("hcp was removing the delivery system pieces of the microinsert broke off") and complication of device insertion ("complication of device insertion") in a female patient who received essure (batch no. (B)(4)) for contraception. On (B)(6) 2017, the patient started essure. On (B)(6) 2017, the same day after starting essure, the patient experienced device breakage and complication of device insertion. Essure was withdrawn. At the time of the report, the device breakage had resolved and the complication of device insertion outcome was unknown. The reporter considered device breakage and complication of device insertion to be related to essure. The reporter commented: physician believes all pieces were subsequently recovered and removed. Company causality comment: this spontaneous case report refers to a female patient who had an essure insertion attempt and when hcp was removing the delivery system pieces of the microinsert broke off. The physician believes all pieces were subsequently recovered and removed. Device breakage is anticipated in the reference safety information for essure. In this particular case, the device breakage occurred during the insertion procedure. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident as did not lead but could have led to death or serious deterioration in health under less fortunate circumstances. A product technical analysis and further information (essure device breakage questionnaire) has been requested.

Manufacturer narrative:
Quality-safety evaluation of ptc: as 01 feb 09, 2017, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back ¡s completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female patient who had an essure insertion attempt and when hcp was removing the delivery system pieces of the microinsert broke off. The physician believes all pieces were subsequently recovered and removed. Device breakage is anticipated in the reference safety information for essure. In this particular case, the device breakage occurred during the insertion procedure. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident as did not lead but could have led to death or serious deterioration in health under less fortunate circumstances. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information (essure device breakage questionnaire) has been requested.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("hcp was removing the delivery system pieces of the microinsert broke off") and complication of device insertion ("complication of device insertion") in a female patient who had essure (batch no. D19658) inserted for female sterilization. On (B)(6) 2017, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage had resolved and the complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be related to essure. The reporter commented: physician believes all pieces were subsequently recovered and removed. Quality-safety evaluation of ptc: as (B)(6) 2017, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on 1-may-2017: reporter did not respond to final follow-up attempt. Company causality comment: this spontaneous case report refers to a female patient who had an essure insertion attempt and when hcp was removing the delivery system pieces of the microinsert broke off. The physician believes all pieces were subsequently recovered and removed. Device breakage is anticipated in the reference safety information for essure. In this particular case, the device breakage occurred during the insertion procedure. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident as it did not lead but could have led to death or serious deterioration in health under less fortunate circumstances. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.